Event description:
It was reported to philips that the system did not produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was performed when the issue happened. The procedure was aborted, and procedure was completed as planned by restarting the system. Field service engineer (fse) inspected the system onsite and found that system did not produce x-rays. Upon troubleshooting fse found that x-ray not possible. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome. Evaluation method code was corrected.